Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with a note that stated, "broke e626." No specific patient information, device programming, or event details were provided. During testing at the user facility, the device displayed e626 (audible alarm) without sounding an audible alarm tone. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.